Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, the liner of the sheath was punctured by a 26mm commander delivery system during a trans-subclavian transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve. The delivery system got stuck in the 14 fr esheath+. The delivery system was kinked and puncture the sheath liner while outside the body, resulting in no adverse event. The device was withdrawn, and a new device was prepped for the procedure. The valve was deployed with no issue. Per medical opinion, it was suggested that the overlap of the valve in the tortuous section of the access vessel and the relatively narrow vasculature contributed to the event.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected, following engineering evaluation, and b5 was corrected, based on additional information received from the field. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Post-procedural imagery and images of the patient's anatomy were reviewed. The crimped valve and delivery system were outside of the inner sheath lumen through the torn liner, and the liner dister to the liner tear appeard bunched and wrinkled. The distal tip of the sheath appeared to be open; however, liner puncture suggests the system may not have exited through the sheath tip during the procedure. The patient's access vessels were undersized with calcification and tortuosity present. The technical summary that applies to this event applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the inability to advance the valve through the sheath, leading to a punctured sheath liner and kinked delivery system was confirmed, based on provided imagery. The available information suggests procedural factors (excessive manipulation) and/or patient factors (calcification, tortuosity, under-sized vessels) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences japan associate, the liner of the sheath was punctured by a 26mm commander delivery system during a trans-subclavian transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve. The delivery system got stuck in the 14 fr esheath+. The delivery system was kinked and puncture the sheath liner while outside the body, resulting in no adverse event. The device was withdrawn, and a new device was prepped for the procedure. The valve was deployed with no issue. Per medical opinion, it was suggested that the overlap of the valve in the tortuous section of the access vessel and the relatively narrow vasculature contributed to the event. Follow-up communication was received, stating resistance was encountered during both delivery system and sheath insertion.